Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a fistula procedure, several high rate non-sustained episodes were observed along with oversensing of noise on both channels. The device remains in use. No patient complications have been reported as a result of this event.